Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). E1i event site telephone: (B)(6) h3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our table tops - 115020b0 - or-table top for trauma and orthopaedics. As it was stated, the counter-tension rod with the cushion broke off at the transition from carbon fiber reinforced plastic (cfk) to metal holder which was confirmed with the photographic evidence. The incident occurred during hip arthroscopy while the anethetized patient was on the operating table leading to a slight change in the patient's position and 10-minute delay. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the change in the position of the patient due to broken accessory which caused a delay in treatment and prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our table tops - 115020b0 - or-table top for trauma and orthopaedics. As it was stated, the counter-tension rod with the cushion broke off at the transition from carbon fiber reinforced plastic (cfk) to metal holder which was confirmed with the photographic evidence. The incident occurred during hip arthroscopy while the anesthetized patient was on the operating table leading to a slight change in the patient's position and a 10-minute delay. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the change in the position of the patient due to a broken accessory which caused a delay in treatment and prolonged anesthesia time, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and was also directly involved with the reported incident. As the malfunction of the counter-tension rod was found, it was concluded that the getinge device was not up to the specification. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. The issue investigated herein is a single and isolated case. According to the information provided by the getinge technician, the affected counter-tension rod was not checked and was replaced with a new one, however, the technician stated that the reason for the defect was an overload of the counter-tension rod due to excessive tension on the tension spindle bearing. The technician assessed that the issue was caused by user error. The subject matter expert (sme) at the manufacturing site was contacted to confirm the technician assessment. The sme stated that it is possible that the break occurred due to a user error related to the overload. In the user manual (IFU 1150.20 en 18, page 31) the user is warned about the risk of injury due to overloading. The permitted load of the product depends on the combination of accessories used. The product with the lowest permissible load determines the maximum load in the event that it is combined with other accessories. The user should refer to the instructions for use of each accessory for the permissible load. In summary and as a result of the root cause evaluation confirmed by the sme, it can be concluded that the reported issue, the change in the position of the patient due to a broken accessory which caused a delay in treatment resulting in prolonged anesthesia time, was caused by user error. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number: (B)(4).